Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The 20 reported devices were received for evaluation; the events were confirmed during testing. Evaluation found that 13 devices were affected by corrosion, 5 devices had damaged internal components, 1 device had worn internal components, and 1 device affected by debris and corrosion. There were no remedial actions taken. These devices are not labeled for single-use.

Event description:
This report summarizes <noe> 20 </noe> malfunction events, in which the device was reportedly overheating. For 9 reported events, there was no patient involvement; no patient impact. For 7 reported events, there was patient involvement; no patient impact. For 4 reported events, there was unknown patient involvement; unknown patient impact.